Event description:
During surgical procedure, the ethicon endo-surgical ligaclip misfired. The extra clip was removed by the physician. No patient injury occurred, the ligaclip was replaced with another unit.

Event description:
Reporter alleged the patient received a result of 382 mg/dl on inform system 1 compared back to back with a result of 146 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with pt (B) (4) is for the suspect device used in system 2. It was unknown if the initial reporter sent report to the FDA.